Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. An emerge balloon catheter was used for dilatation. However, during the procedure, the balloon ruptured. No patient complications were reported.